Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.

Event description:
Pediatrics clinic contacted dexcom technical support to report that patient¿s parents reported a possible broken sensor wire. Parents reported that insertion site was tender and slightly painful. Sensor failed and was removed but the wire was not visible. Patient¿s parents believe sensor may have stayed under patient¿s skin. The patient¿s parents also reported discomfort with bruising and tenderness at the insertion site.